Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted a broken cable on the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch cable located inside the instrument's housing was found to be broken by the clamping pulley area. This created the cable loose tension at the tip area. Additional observation not reported by site was frayed pitch cable and distal pulley damage. Instrument was found with frayed pitch cable at distal idler. There was no damage found on clevis with loose tension due to broken cable inside the housing. Scratch marks were also visible on the surface of the distal pulley. Additional observation not reported by site was corroded clamping pulley. Multiple clamping pulleys exhibited corrosion around the screw head and around the cables rail. Failure analysis concluded that corroded damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.